Manufacturer narrative:
A4-a6: unk claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -11.0/1.0/092(sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault with rotation. Reportedly, "icl lens in vertical position." The problem was resolved. The cause of the event was reported as unknown.